Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (1991 and 2005) and multigravida. Concurrent conditions included hypertension, dysmenorrhea, post coital bleeding, hot flashes, urinary frequency, nocturnal urinary frequency and abdominal pain lower. Concomitant products included fluticasone propionate (flonase), intrauterine contraceptive device (iud nos) and lisinopril since 2007. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis") with vaginal discharge. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and dizziness ("other injury(ies) or complication (s) please describe: occasional dizziness"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with cornual resection, lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, migraine and fatigue outcome was unknown, the headache and dizziness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, dizziness, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hysterosalpingogram - on (B)(6) 2010: bilateral essure wires in place. There is no free. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, vaginal discharge. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia). Infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis. Bladder or urinary problems or changes, migraines / headaches, pain, fatigue, other injury(ies) or complication (s) please describe: dizziness, abdominal pain, outcome of the events were updated. Patient's medical history was updated. Concomitant medication updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (1991 and 2005) and multigravida. Concurrent conditions included hypertension, dysmenorrhea, post coital bleeding, hot flashes, urinary frequency, nocturnal urinary frequency and abdominal pain lower. Concomitant products included fluticasone propionate (flonase), intrauterine contraceptive device (iud nos) and lisinopril since 2007. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis") with vaginal discharge. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and dizziness ("other injury(ies) or complication (s) please describe: occasional dizziness"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with cornual resection, lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, migraine and fatigue outcome was unknown, the headache and dizziness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, dizziness, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hysterosalpingogram - on 12-aug-2010: bilateral essure wires in place. There is no free ultrasound scan vagina - on 12-aug-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.